Manufacturer narrative:
Convenience kit, no 510(k) required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pleural drain installation, but when it is connected to the pleurovac, air passed into the tube. A crack was observed on the blue plastic nozzle that fits on a faucet. Changing of the drain was done. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and. Evaluation codes: updated. One used decontaminated device sample was returned in a plastic bag without its original packaging. Under visual inspection the samples appeared to be in good condition. Assembled the catheter connector with stopcock. After assembly connector crack was visible confirming the customer complaint. A root cause could not be determined. A device history record (DHR) review reported no anomalies during the manufacturing of the reported lot number. The manufacturer will continue to monitor and take further actions accordingly.